Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. The capsule did not remain attached to the esophagus and when the delivery system was removed from the patient the capsule fell off. The procedure was successsfully completed with a second capsule. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.